Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia attributed to a leaking cartridge and an incorrect connection sequence between the cartridge and connector, which resulted in no insulin delivery until a supply change was performed with the correct order of operations. Symptoms included blood glucose over 400 mg/dl for about 12 hours without ketone testing, medical intervention, or use of backup therapy. Outcomes included transient hyperglycemia without injury, loss of consciousness, or hospitalization. Investigation included troubleshooting and user education on the correct cartridge and connector sequence, with no device alerts or alarms reported. Investigation of this case revealed that the half-empty, wet cartridge and external connection of the cartridge to the connector before insertion into the pump were consistent with user setup error leading to insulin leakage and underdelivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique error during cartridge installation.